Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was malfunctioning. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have/will be submitted per regulations. Investigation is ongoing

Manufacturer narrative:
Per the good faith effort (gfe) response received on april 20, 2026, the touchscreen sometimes did not respond to touch. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The hospital equipment department ultimately calibrated the touchscreen, after which the issue was resolved. The device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).